Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the report: as staple was fired, the cartridge continued to slide off of the stomach tissue. The surgeon stopped after 3 handle squeezes and opened the stapler. The reinforcement material was bunched up with all of the staples in it (some formed and some malformed). The surgeon then cut the reinforcement material to free the stapler. He was able to place the next sulu next to the bunched reinforcement (closer to lesser curve) and continued the procedure and necessary firings. He then fired the next load on the side of affected area.